Event description:
The customer reported in the procedure of nasojejunal tube passage, it cannot be performed because the dm makes the tube guide difficult to remove when placing the tube in the first portion of the duodenum.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.